Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test due to faulty gold fsr. Unable to perform occlusion test, prime and a33 test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 230 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump was able to complete the rewind sequence. However, the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.